Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had their device replaced in 2013 because it just stopped working. There were no symptoms reported. No further complications were reported or anticipated.